Manufacturer narrative:
The complainant was unable to provide the device upn & lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during a planned procedure to remove an advanix biliary stent the stent was found to be stretched upon removal. No patient complications were reported as a result of this event. No additional details regarding the event description or patient condition is available.